Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify unresponsive button due to blank display.

Event description:
The customer¿s mother was reported via phone call that insulin pump had blank display. The blood glucose level was at over 200 mg/dl the time of incident. Customer stated that the buttons were not working. The insulin pump will be returned for analysis.